Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that patient wires (trial) did not work right. A follow-up report will be sent if additional information becomes available.